Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that it was impossible to initiate a telemetry link.

Manufacturer narrative:
H6 - final analysis found no output or telemetry due to a high current drain, which depleted the battery. The high current drain was caused by a discrepant analogue integrated circuit.